Manufacturer narrative:
Batch review performed on 25 june 2019, lot 1655602: 153 items manufactured and released on 04 may 2017. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot. Visual inspection performed by r&d project manager: the spring ball plunger is came apart. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed.

Event description:
The ball spring mechanism broke out. The breakage was discovered after that the device returned to the branch. No additional info about the dynamic of the incident.